Manufacturer narrative:
(B)(4). Medwatch number 5029708. Contacted FDA for more information, unable to recover customer name or phone number to contact for more information on complaint. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (04/17/2013). Product not returned for evaluation. Most likely underlying root cause of malfunction: use error (poor technique, poor storage, misunderstanding of erratic results).

Manufacturer narrative:
(B)(4).

Event description:
Consumer complaint of erratic blood results. No results given for comparison.

Event description:
Consumer complaint of erratic blood results. No results given for comparison.